Event description:
It was reported that when the device was used during a gastric bypass procedure, the device would not release from the tissue after a successful firing. The surgeon refired the device, cutting the staple line, to remove the stapler. The surgeon hand stitched the anastomosis. There were no other consequences to the patient.